Event description:
A malfunction was reported on the customer's pump, which led to their blood glucose level exceeding 500 mg/dl, although the specific value was unknown and displayed as "high." The customer addressed the high blood glucose level with a corrective injection using multiple daily injections (mdi) and did not require incapacitation assistance from a third party. Technical support provided instructions for resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump without the malfunction code recurring.